Event description:
A malfunction alarm with code malf 16 was reported, and it could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, while the pump was set to be replaced by cts. The customer was advised on the storage procedure for the pump and was asked to return the faulty pump using a pre-paid label within 10 days, which the customer understood and acknowledged.